Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Intraoperatively, the rim screw was found to be backed out of the cup. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision, the patient's cup was found to have bony overgrowth circumferentially around the cup and the cup was deep. Along with the peripheral rim screw that was backed out the other screws were found to be stripped. The acetabulum was completely loose.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.